Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
An implantable pulse generator (ipg) and lead were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately twenty six days post the implant of the ipg system.

Event description:
It was noted the patient died 26 days following device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.